Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a normal follow-up, the physician noted that the rv lead (0692_(B)(4)) stimulation threshold was high. An x-ray was performed to evaluate the lead position, and it was noted that the lead had dislodged. The physician tried to reposition the lead but failed to move it. The physician decided to carry out an induction test to evaluate defibrillation, but the alternating current was not generated by the device, and it wasn't able to induce arrhythmia. Therefore the physician decided to add a new lead into the rv apex. The procedure was completed successfully and without adverse patient effects. The original lead was capped, therefore will not be returning for analysis.